Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell, with a micro dislodgement of the right ventricular (rv) lead noted. This lead to high thresholds and early battery depletion. The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.